Event description:
Initial and add'l info was received from a consumer on (B)(6) 2011 (case upgraded to serious on (B)(6) 2011 due to nerve block treatment and characterization of events as prolonged): a female received poly-l-lactic acid (sculptra aesthetic) (lot # unk, exp date unk) in (B)(6) 2011, 2 vials above her left eye (session 1) and unk vials along her jaw line and ear (session 2). She experienced paraesthesias in the area followed by blinding headaches. She said that these symptoms have resolved but about two months ago, she started getting burning pain for several hours a day on the crown of her head. She rated the pain as a 10 and it makes her face red when it happens. She has tried gabapentin [neurontin] and pregabalin [lyrica] but those did not help. The doctor also tried a nerve block into the occipital nerve but that did not help either. The only thing that works is when she puts ice on the top of her head. Amitriptyline [elavil] helps her to sleep for 9 hours at night. At the time of the report, her head/crown pain was stable, and she had no other symptoms anywhere else. Her neurologist said that there was no evidence of nerve damage. The cosmetic results from her injections were very good. There was no evidence of a systemic process developing after injection. There were no nodules/lesions. At the time of the report, the outcome of the burning pain was ongoing and the event was characterized as protracted or prolonged. There was no evidence of permanent impairment of a body structure or function. No further relevant info reported.